Event description:
A customer observed imprecise results for low level qc fluids with the vitros trop I assay on their vitros eci immunodiagnostic analyzer. No pt samples were assayed during this event. There was no allegation of harm. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
An ocd field engineer went to the site and replaced the incubator and signal reagent module to resolve this event. The root cause was determined to be instrument related, and appropriate repairs brought the instrument back to expected operation.